Event description:
The reporter described there appears something wrong with transducer in the catheter(s) quantity 2-(110-4g). No pt injury occurred as a result of the event. Additional clinical info requested from the reporting facility. (B) (4).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.